Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer stated that she received a sensor glucose reading of 202 mg/dl when her actual blood glucose level was 47 mg/dl. The customer stated that she did not receive any notification that she had low blood glucose. Troubleshooting was done. After troubleshooting, advised customer that the transmitter was functioning correctly. Advised customer to remove and replace the sensor. Advised customer to return the sensor for analysis. Advised a replacement sensor would be sent. Nothing further reported.